Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with discomfort in the groin area. Post-operation, the reservoir had slipped out of its original space toward the scrotum. A surgical procedure was performed during which the ipp was removed, and a new space was created to place the new reservoir and pump. No additional patient complications were reported.